Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging the pulse wires within the distribution node. The pulled cable caused the heat shrink to separate from the pulse wire solder joints, resulting in a short with the dn pca. The root cause for the strained cable was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
4/12/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that an electrode belt had non-functional therapy electrode pads.